Event description:
The customer reported experiencing high blood glucose levels of 440 mg/dl. The high blood glucose levels were treated with a manual injection. After the event the health care professional recommended that the customer should use a longer needle. The customer also stated that the serter is stuck. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.